Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device suddenly stopped and was not working was confirmed. The following defects were found with the device upon evaluation : -the keypad assembly was broken and the black button was missing. -there was a short circuit in the motor cable. -the values of the handcontrol were out of range. The motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. User mishandling of the device is responsible for the physical damage to the keypad assembly and the missing button. The defective keypad and motor cable would have caused the device to not work as intended by the customer. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via email that during a knee arthroscopic the micro tornado hp w handcontrol stopped working. The procedure was completed using a device from another company. No patient consequence and no surgical delay was reported. No additional information was provided.